Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was determined to be use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:03:38. During night drain cycle three, the patient's ultrafiltration reading was 1399ml, indicating the home patient (hp) drained 1399ml more than their maximum programmed fill volume of 2200ml. This information meets iipv criteria. No additional information is available.